Event description:
It was reported that the patient was hospitalized and diagnosed with pericarditis approximately two months after their implant procedure. The patient was also reported to have experienced pain related to the pericarditis. It was further reported that the right atrial lead was not well-positioned and it was unknown if the lead caused the pericarditis. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. No anomalies were found. Visual analysis noted apparent explant damage.